Event description:
It was reported that during a subtalar arthrodesis surgery the screwdriver broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 12-jan-2024: further information were provided that the broken fragment was retrieved out of the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-8770-01 due to the damage to the tip of the device. Visual evaluation was performed, and noted the driver shaft tip is broken off. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head.